Event description:
Customer reported that a patient sample with a positive screen did not react with vrc176 (untreated cells) in gel. Customer later identified an anti-fya using competitor cells. Customer was able to confirm the reactivity of the fya antigen on the red cells. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing, batch record review, and a complaint review for this lot. All results were satisfactory. (B)(4).